Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that ilet insulin dosing stopped after the dexcom g6 sensor/transmitter connection failed, with the ilet displaying ¿searching for transmitter¿ and the user¿s g6 app indicating transmitter signal lost; the user noted a prior sensor reconnecting alert and that the transmitter had been started about one month earlier. Symptoms included hyperglycemia, with a fingerstick blood glucose of 355 mg/dl, and the user reported feeling well without acute events. Outcomes included temporary loss of automated dosing and the need for external assistance, with the user transferred to dexcom for transmitter support and advised to use backup therapy. Investigation included user-guided troubleshooting and education regarding cgm pairing and sensor/transmitter function. Investigation of this case revealed a loss of cgm communication resulting in cessation of automated insulin dosing, consistent with a cgm transmitter pairing or connectivity failure affecting the ilet¿s dosing logic. It was concluded, based on previously established findings for similar reports, that the cause was loss of cgm signal due to transmitter communication failure.